Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint ¿partial firing¿. The sureform 60 stapler instrument was analyzed and the reported issue was verified. Failure analysis found the primary finding of firing failure to be related to the customer reported complaint. The instrument was found to have firing failures based on log review but could not be replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. The instrument was fully functional with no issues noted. Additionally, the stapler reloads involved with this complaint have been returned and evaluated by the failure analysis team. The failure analysis findings are as follows: the black stapler reload was analyzed and failure analysis investigations were able to replicate and confirm the reported issue. Failure analysis (fa) found the primary finding of exposed blade to be related to the customer reported complaint instead of firing failure of the stapler. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during inspection. The logs review information revealed all the failed firing events (all black reloads). Unable to determine which specific firing failure event is for the reload. The second black stapler reload was also analyzed and failure analysis investigations were able to replicate and confirm the reported issue. Failure analysis (fa) found the primary failure of exposed blade to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during inspection. Additional observation not reported by site that is related to the primary failure: the reload was found to have mechanical indentation damage to the blade. Common cause of this failure is attributed to mishandling/misuse of the device. The complaint regarding ¿partial firing issue¿ was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
After further review, the primary failure was an exposed blade instead of firing failure related to the customer-reported complaint. The initial fa finding of exposed component was confirmed. The reload was returned partially fired with the reload knife observed above the cartridge surface. Log review confirmed 4 firing failures with a black reload during the procedure, but the specific firing failure related to the complaint cannot be determined. Only 4 black reloads were fired per the logs. All firing failures had fairly high max firing torques between 5 and 695 n. The reload was disassembled for further visual inspection, and the knife tip and cutting edge were observed with multiple large indentations, indicative of firing across an obstruction, such as a previous staple line. Additionally, damage was found to the proximal inner cartridge on both sides of the t-slot. The damage seems to have occurred shortly after the firing was initiated, suggesting a loose staple may have become caught in the t-slot and was dragged. Based on the damage to the blade cutting edge and cartridge, as well as the higher firing forces for the failures, it is likely that the reload.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler experienced a partial fire. The surgeon was using a black reload with (gore) seamguard for his first load. The stapler compressed 3-4 times then slowly finished. On the second firing, with a black reload and seamguard, the stapler repeated like the first load but stopped only 45mm into the 60mm firing length. For the 4th & 5th reload, the stapler stopped for compression 4 time then an error alerted that it was an incomplete fire and that the blade was exposed. The stapler was switched out for a new one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: this occurred on the first fire of the stomach. The surgeon was using the black reload with the seamguard. The seamguard looked like it rolled up under the jaw when they fired. The side that was posterior slid off and bunched up under the stapler jaws. There were staples not fully formed towards the end. There was one staple that was loose in its original u shape. The surgeon used a monopolar curved scissors instrument to cut the seamguard. The site did receive an error message. The site used the second stapler without seamguard and the stapler fired without issue. The surgeon was informed that there was no clinical data on the use of the seamguard with our stapler. On 22-may-2023, the robotics coordinator provided the following information: the instrument was inspected. There was one reload still in the stapler and another that she sent with the stapler to be evaluated. This stapler was malfunctioning from its first load with a seamguard on it. The technician at the field was not swishing between reloads. With the first reload, there was no obstruction, with the second load there was some obstruction due to previous reload and seamguard. The robotics coordinator was in the operating room for the firing of the remaining reloads. There was no unplanned tissue removal. Only a portion of stomach that was going to be removed was removed. There was some intervention due to the malformed staples. Due to the first firing malformation with seamguard, the second firing was malformed as well. The malformed staples and redundant seamguard material were removed by the surgeon from the staple line by the physician assistant out of the patient. At first, the surgeon was planning on reinforcing the staple line with a 3-0 ethicon stratafix suture but upon further exam, the surgeon decided that was not needed. The malformed staples were removed first by the surgeon, and then by the physician assistant at bedside. No post-operative case was needed beyond what was already anticipated for this procedure.

Manufacturer narrative:
Based on the current information provided, the surgeon removed a portion of stomach due to malformed staples from the sureform 60 black reload, however this tissue removal was already scheduled to be removed. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. A follow-up MDR will be submitted if the sureform 60 stapler and/or the sureform 60 black reload is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.